Manufacturer narrative:
Additional, changed, and/or corrected data: a2 , d.1 , d.2 , d.4 , d.6 , g.5, h.4 , h.6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "implant has decreased in size", "implant leak". Per imaging studies "contracture (grade unknown) is associated with the lower outer area in the region of interest but no specific areas of leakage can be identified", "ripples are evident in the implant in the region of interest".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture for right side. The device remains implanted.